Event description:
It was reported that the patient had been found without a pulse while connected to the ventilator. The patient's mom stated the ventilator continued to cycle without an alarm. The patient was hospitalized. The dealer examined the ventilator and identified no problems. No allegations of ventilator malfunction causing patient harm.

Manufacturer narrative:
Na